Event description:
Reporter stated that the customer obtained a value of 400 mg/dl on the mobile system. In response, the customer took 8-9 units of humalog insulin. Approximately 30 minutes later the customer was found unconscious by his wife who called the ambulance. The customer was transported to the hospital where, at an unspecified time, his blood glucose was 20-30 mg/dl. The customer was treated at the hospital with glucose and a drug infusion. He was admitted overnight and released the next day. The customer has recovered and is currently feeling fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.